Event description:
Received information stating that during a bolus test using water, customer received multiple occlusion alarms. Customer loaded a new cartridge with insulin and resumed insulin delivery successfully. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow-up report will be submitted.